Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number is unknown. This report will be updated should the device or additional occurrence information become available at a later date.

Event description:
It was reported to rti surgical on 12/16/2020 that a cervalign revision surgery has performed due to a post-operative locking mechanism failure for this implant. The date of the occurrence is unknown. The date of the index surgery is unknown. The date of the revision surgery was (B)(6) 2020.